Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle foreign matter was found. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that "too much oil comes out of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 26apr2023 h6: investigation summary samples were received and an investigation was performed. This is the 8th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle foreign matter was found. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that "too much oil comes out of the syringe.".